Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, service code 107) has been confirmed. Upon investigation the monitor was intermittently resetting whenever connected to an electrode belt. The cause for the monitor-belt communication failure was isolated to component u413 on the computer/analog pca. There were broken solder connections on u413. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 204 (belt/monitor unusable) and a service code 107 (multiple abnormal shutdowns).